Manufacturer narrative:
The device was returned to olympus for inspection. And the following reportable malfunctions were identified, during the device evaluation: main body scratches (lens). Based on the results of the investigation, a probable root cause could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The camera head exhibited main body scratches (lens). There was no patient involvement.